Event description:
A peritoneal dialysis pt has reported that she had completed treatment and when her husband was removing the cassette, he noticed a fluid leak from the cassette. There is no report of injury or ill effect. There is no sample and the lot is unk.